Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the physician was having a difficult time obtaining a current of injury with the right ventricular (rv) lead and sensing was lower than expected. The lead was not implanted and another lead was used. It was noted that the sensing numbers were the same with the second lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.